Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of inappropriate auto mode switch were observed via remote transmission. Further review of the electrograms noted the episodes were due to the right atrial lead noise. All episodes were of short duration and no further follow up was done. The patient was stable.